Event description:
Customer stated that no reactivity was observed with a patient sample with a known anti-kell. Testing was repeated with the same lot and another lot of gel cards. Reactivity was observed in both lots (2+). No erroneous results were reported. Customer indicates their confidence that the reported concern was an isolated event and not attributed to any potential malfunction of any listed ocd products. Customer indicates their confidence that the reported concern was a result of tech error.

Manufacturer narrative:
Ocd performed a batch record review. Satisfactory results were observed. Customer stated that issue was not related to the device. Customer attributed the incident to user error. (B)(4).